Event description:
It was reported by the affiliate that the (1) tlc55 was used during an unknown procedure. It was reported that the device would not staple and would not cut. The case was completed with another instrument. There was no consequence to the pt.